Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the physician could not get acceptable thresholds after the lead dislodged. The lead was not used and a new lead placed successfully. There were no complications.